Manufacturer narrative:
The cause of the imprecise urine malb results is user error. Starting with an incorrect entry of the method configuration digits of precision setting in (B)(6) 2016, the qc and patient results had been reporting with one digit of precision causing imprecise values. The dimension vista® system operator's guide chapter 9 advanced functions > method configuration section describes the settings for "fixed digits after decimal" and "digits of precision". This setting is method dependent. Examples are provided indicating how the value would be reported depending on the setting chosen. Such as with the malb issue reported, if "digits of precision" is set to 1, a result of 18 is reported as 20. A note is also listed: "it is recommended that digits of precision not be changed from the default settings in the software." Qc values remained within laboratory ranges during the period of incorrect setting. The digits of precision setting was corrected (B)(6) 2017. The device is performing within specifications. No further evaluation of the device is required.

Event description:
A customer reported that imprecise microalbumin (malb) results were obtained on patient and qc urine samples during a period in which an incorrect digits of precision setting had been in use at the account. Patient results were reported during the period from july 2016 through the beginning of february 2017. Patient results were reported to physicians during the period. There is no indication that physicians questioned the results during the period. There was no known impact on patient treatment or care and no alleged patient harm due to the imprecise malb results during this period.